Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that any time going from diagnostics mode to normal mode start up, the unit counts down and logs a 4 code. The customer reported that there was no patient involvement.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. Review of the service history there have been no subsequent call placed to philips for this issue. If additional information is received at a later date, this complaint folder will be re-opened and re-evaluated accordingly. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.

Manufacturer narrative:
Through follow-ups, customer do not have the serial number for this unit, but customer indicated that the power switch was replaced and it resolved the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.